Event description:
A customer reported that the reservoir of an infusor elastomeric device ruptured during filling. This device was being filled manually with an unknown syringe. This event did not involve a patient. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received for evaluation against the reported condition of a ruptured reservoir. The device was microscopically inspected and the problem was confirmed as an abrasion on the interior surface of the bladder near the rupture line. No cause could be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.